Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one shock as inappropriate therapy. Technical services (ts) was consulted and discussed stored data. Additionally, ts noted a previous arrhythmia episode that had was untreated and had converted on its own. Ts was unable to determine the type of arrhythmia that was treated based on available data. Ts discussed how only the primary sensing vector had good morphology. Ts discussed programming options and recommended further in clinic examination. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.